Manufacturer narrative:
Evaluation summary: analysis: ventilator was received with almost 0% battery charge. Allowed the ventilator to ventilate and received the "low bat shutdown" within 5 minutes. Charged the battery overnight. Performed the battery test per operation verification procedure and the battery only lasted about 5 minutes. Noticed the battery was 3 years old. Conclusion: the reported failure was confirmed. The reported failure was due to an aged battery that is no longer capable of retaining a charge. The dual pac battery system was installed and the problem was corrected. A dual pac battery test was conducted on the ventilator as well as a full calibration and operational verification procedure. The ventilator met all required specifications. Please note that according to the manufacturer's operating manual of the ht50 model, the internal battery should be replaced yearly or when the battery no longer meets the needs of the user. Please also note that this is a known issue and in response to this issue, an important medical device correction letter was issued in 2007, as a short term fix. The firm has submitted a long term corrective action as a supplement (the dual pac internal battery system) to its 510k which FDA has cleared in 2008.

Event description:
Reportedly, while getting a pt set up for a transfer the ventilator's battery failed. The pt had been switched over and the ventilator stopped working in approx 5 minutes. An alarm sounded and within seconds it stopped working. The pt had to be returned to the hosp ventilator at the time of the incident. Please note that there was no serious pt injury in this case.